Event description:
Droplet brand pen needles do not fit his lantus pen; pt is having extreme difficulty using and administering insulin dose. Symptoms: inability to inject insulin, treatment drugs used: needle. Diagnosis for use: diabetes mellitus.